Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems") and weight fluctuation ("weight gain, weight loss") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery ((B)(6) 2015, hysterectomy (partial)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, psychological trauma, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea, visual impairment and weight fluctuation outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, visual impairment and weight fluctuation to be related to essure (ess205). The reporter commented: discrepancy noted in essure confirmation test (B)(6) 2004. Patient received treatment for dysmenorrhea (cramping), dyspareunia, (painful sexual intercourse), apareunia pelvic/abdominal pain, back pain, psych injury, fatigue, gi conditions, hair loss, dental problems, hormonal changes, migraines, headaches, nausea, vision problems, weight gain, weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received events " dysmenorrhea (cramping), dyspareunia, (painful sexual intercourse), apareunia pelvic/abdominal pain, back pain, psych injury, fatigue, gi conditions, hair loss, dental problems, hormonal changes, migraines, headaches, nausea, vision problems, weight gain, weight loss" were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.